Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18151. It was reported that the patient presented in clinic. Upon investigation, it was noted right ventricular (rv) lead exhibited non-sustained oversensing issues that appeared to be due to myopotentials. The oversensing was unable to be replicated with isometrics or pocket manipulation. Since the physician was pleased that the cardiac resynchronization therapy defibrillator was functioning properly, the physician chose not to make any changes regarding the oversensing issue and to monitor the rv lead for now. It was also noted the right atrial lead exhibited frequent far r-wave oversensing. Programming changes were made to address the far r-wave oversensing. The patient was stable.